Event description:
It was reported that the patient had a possible urinary tract infection (uti). The patient stated that everything was working fine until about a week prior to report when she experienced pain and burning while urinating. The patient did not have a uti before receiving the implant, but afterwards she kept getting flare-ups and was on antibiotics. The patient's symptoms were reported to be in the perineum area of the body. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v955822, serial#, implanted: 2012 (B)(6), explanted: product type lead; product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).